Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reasons. No information was provided about the patient's outcome.